Event description:
A male underwent initial aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. The pt was noted prior to the aaa repair as having sub-optimal aortic neck anatomy. The completion angiogram did not show any endoleaks. However, post-operatively a type I endoleak was evident. As a result, the physician wanted the pt to return for a second procedure to try to remedy the endoleak. It was noted that there was not change in the original location of the initially implanted devices. The second procedure was in 2008. A main body extension graft was placed but was unsuccessful in treating the endoleak. After that the physician decided to place a longer main body extension and knew it needed to be exact in placement so that it would not deploy beyond the flow divider. After inserting the longer main body extension graft, the physician had a change of heart and removed it. He did so by pulling on the gray positioner alone which resulted in the main body extension graft being dragged through the sheath and winding up in the sight tube at the hemostatic valve. The endoleak persists at this time.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system should only be used by physicians and teams trained in vascular interventional techniques and in the use of this device. Read all instructions carefully. Failure to follow instructions, warnings and precautions may lead to serious consequences or injury to the pt. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error and pt anatomy.